Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's grandson has noted a "hum" and sparks from light bulbs and a sound "like ultrasound" in the patient's home. Phone and electrical companies have checked out the home with no answer to the concern. The patient has been feeling 'whoozy and light headed", as well as experiencing occasional "loss of balance". The device is still in use.